Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway.  The reported problem (unable to undergo incoming functionality testing) was confirmed.  Upon investigation the monitor failed a pulse test.  The cause for the failure was isolated to a shorted q3 transistor on the computer/analog pca and a defective u1004 component. The root cause for the shorted q3 transistor and defective u1004 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A patient's monitor was unable to undergo incoming functionality testing.